Event description:
It was reported that a user wearing a dexcom g7 experienced low blood glucose, with readings as low as 56 mg/dl by fingerstick and sensor values in the 60s, and treated with approximately 4 ounces of orange juice and cookies per guidance, after which glucose rose to the 90s; the cause of the hypoglycemia was unclear and no device-specific component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a medical device problem or a device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.